Manufacturer narrative:
Continued: e.1. (B)(6). The event of "exposure and infection(unknown onset)" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exposure and infection(unknown onset).

Event description:
Healthcare professional reported unknown-side "infection and exposure." The device remains implanted.